Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 24-may-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure (batch no. D29713, d31444) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), headache ("headaches"), fatigue ("fatigue"), ear pain ("orl (otorhinolaryngeal) pain"), rhinalgia ("orl (otorhinolaryngeal) pain"), laryngeal pain ("orl (otorhinolaryngeal) pain"), thyroid mass ("thyroid nodule recurrence"), gastric polyps ("stomach polyp"), sinus polyp ("left sinus polyp") and depression ("depression"). The patient was treated with analgesics and surgery. Essure treatment was not changed. At the time of the report, the pelvic pain, arthralgia, headache, fatigue, ear pain, rhinalgia, laryngeal pain, thyroid mass, gastric polyps and sinus polyp outcome was unknown and the depression had not resolved. The reporter provided no causality assessment for arthralgia, depression, ear pain, fatigue, gastric polyps, headache, laryngeal pain, pelvic pain, rhinalgia, sinus polyp and thyroid mass with essure. The reporter commented: very strong painkillers were no more effective. Her state deteriorated more and more, and she was not able to work and to take care of her children. It was also reported that a bilateral salpingectomy was planned on (B)(6) 2018, despite important risk. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: pelvic pain the analysis in the global safety database revealed 11.387 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1808924) on 24-may-2018. The most recent information was received on 27-jun-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 43-year-old female patient who had essure (batch no. D29713/ d31444) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), headache ("headaches"), fatigue ("fatigue"), ear pain ("orl (otorhinolaryngeal) pain"), rhinalgia ("orl (otorhinolaryngeal) pain"), laryngeal pain ("orl (otorhinolaryngeal) pain"), thyroid mass ("thyroid nodule recurrence"), gastric polyps ("stomach polyp"), sinus polyp ("left sinus polyp") and depression ("depression"). The patient was treated with analgesics and surgery. Essure treatment was not changed. At the time of the report, the pelvic pain, arthralgia, headache, fatigue, ear pain, rhinalgia, laryngeal pain, thyroid mass, gastric polyps and sinus polyp outcome was unknown and the depression had not resolved. The reporter provided no causality assessment for arthralgia, depression, ear pain, fatigue, gastric polyps, headache, laryngeal pain, pelvic pain, rhinalgia, sinus polyp and thyroid mass with essure. The reporter commented: very strong painkillers were no more effective. Her state deteriorated more and more, and she was not able to work and to take care of her children. It was also reported that a bilateral salpingectomy was planned on (B)(6) 2018, despite important risk. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83 kgs. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: pelvic pain the analysis in the global safety database revealed 11.642 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 27-jun-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.